Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. Customer reported that she woke up with a no delivery alarm and had a high blood glucose of over 600 mg/dl. The customer experienced symptoms such as feeling sick and body ache. The customer was treated with manual injection. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. The drive support cap appeared normal. There were no leaks or air bubbles. Customer also reported that the insulin pump bolus button was unresponsive and unable to deliver a bolus. Unable to complete the troubleshooting due to customer hung up the phone. The insulin pump will not be returned for analysis.